Event description:
Pump that was delivering duranorph through an epidural catheter. Shut off for approx./hr infusing no duramorph. Screen was flashing on & off. Pump would not start. Pump had to be replaced. Pt was then admitted to for severe pain.